Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unspecified absolute pro self-expanding stent system (sess) did not work as usual during deployment. The stent of the sess partially deployed in the lesion, with part of the stent remaining in the delivery system. The stent of the sess was unable to be fully deployed and the sess was unable to be removed. A cut down was performed to open the vessel and remove the stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. Only the stent was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indications of a lot specific product issue. The investigation determined that the reported difficulties appear to be due to case circumstances. It is likely that the clearance between the absolute pro delivery system and the inner diameter of the introducer sheath was reduced causing resistance. While advancing against resistance through the introducer sheath, the distal sheath of the delivery system was likely pushed back resulting in partial stent deployment. As a result, the delivery system was unable to be retracted due to the stent being partially expanded and a cut down was performed to open the vessel and remove the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the self -expanding stent system (sess) was a 7.0x100 mm absolute pro. The sess was advanced to the lesion against resistance from the 6f unspecified guiding sheath. During deployment, the stent of the sess was noted to be in the incorrect position within the delivery system and failed to fully deploy. There was no clinically significant delay in the procedure and the patient was reported as doing well post procedure. No additional information was provided.